Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The customer reported product problem was replicated during functional testing. The device failed the hypot electrical test which measures electrical current going through it. The heater was the component which caused the failure. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking electrical current. No patient injury or complications were reported in relation to this event.